Event description:
A physician reported that following intra ocular lens implant (iol) the leading haptic was stuck to the optic upon delivery. The surgeon was unable to get haptic off at the time. The patient seen 3 days post op, haptic is still stuck on back of optic and lens has decentered. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).